Manufacturer narrative:
Product has been returned and investigation is in process. A follow-up report will be submitted once additional information is obtained. All pertinent information available to abbott diabetes care has been submitted

Event description:
An adverse skin reaction was reported with wear of the abbott diabetes care (adc) device. A healthcare professional reported observing pus at the sensor site upon removal of a customer¿s sensor. The skin was pressed to remove the pus and gentamicin ointment (antibiotic) was applied. The customer was sent home with gauze covering the sensor site. There was no report of death or permanent impairment associated with this event.